Manufacturer narrative:
Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Section a4: patient weight was corrected from 180 lbs to 240 lbs.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2024 during which the ipg was repositioned. Therapy was restored post-op.

Event description:
It was reported patient's ipg has rotated and is protruding in an uncomfortable manner. Although patient is receiving therapy, surgical intervention may be pending to address the issue.